Manufacturer narrative:
Analysis is unable to confirm insertion anomaly of one opened and used enite sensor due to the complaint is against the insertion device and the sensor was returned without the insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that enlite serter doesn't release sensor after 2nd button press and needle hub stuck in serter. Customer reported neither needle hub nor sensor is inside serter. Customer reported catch arm is not bent. Customer has experienced this behavior with multiple sensors.the customer was advised to return serter and complete sensor. The customer was advised that we would replaced sensor and serter and agreed to return the product for analysis.